Event description:
The customer reported that the 9900 system shut down uncommanded during a case. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an onsite investigation. The x-ray tube was calibrated and a high voltage safety test was performed. The system was rebooted and operates as intended.